Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized due to palpitations during activity for more than ten days. On (B)(6) 2014 a 2.5x15mm and 3x23mm xience xpedition stents were implanted in an 95% stenosed lesion in the midsection of the left anterior descending artery. The patient was discharged on (B)(6) 2014. In (B)(6) 2018 the patient was re-hospitalized due to chest tightness and suffocation, an electrocardiogram was performed and showed no abnormality. The patient was given infusion treatment (unknown drug) to treat angina and an additional medication for 18 months. The patient was discharged after improvement. The relationship between the device and the event was unknown. No additional information was provided.